Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited by patient anatomy, interaction with other devices or other procedural factors. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, a balloon rupture occurred. The 15 mm x 2.00 mm maverick 2 balloon was selected for dilatation of an unspecified target lesion. Upon inflation, the balloon ruptured. No patient complications were reported.